Event description:
The user facility reported that after the angio-seal was deployed, the patient went to post-op and there was rp bleeding from the puncture site. The patient needed to go to surgery for this to be fixed by a vascular surgery. The estimated blood loss was greater than 250cc's.

Manufacturer narrative:
A4: weight: 89.6kg d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential rp bleed. The exact root cause was unable to be determined. The likely cause was determined to have been a high stick resulting in a closure complication and rp bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 09 nov 2024: a 6fr sheath was used. A pre-angio image was done. The vein punctures. The angio-seal deployed and additional ten (10) minutes pressure was held. Patient was on aspirin and heparin for the procedure. Estimated during the surgery was 100 ml. Estimated blood loss for the producer was 50 ml. The event results did result in patient injury and medical/surgical intervention was needed for a pseudoaneurysm, hematoma and rp (retroperitoneal bleeding) bleed.